Event description:
Customer had difficulty inserting the sensor; customer was using expired sensors. Call dropped and it was not possible to confirm the blood glucose value and if customer experienced any serious injury. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.